Manufacturer narrative:
Evaluation summary: review of the primary operative notes did not indicate root cause. Stability to varus and valgus stresses was reported in both flexion and extension. The cement was allowed to cure with the knee in full extension. Revision notes indicate that the tibial and patellar components were explanted due to loosening. No devices or photos were received; therefore the condition of the components is unknown. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to loosening of the tibial and patella components.